Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. The controller performed as expected during testing and ¿no power¿ alarm was generated when both power sources were disconnected from the controller. Log file analysis revealed five (5) controller power up and associated motor start events on (B)(6) 2019 at 14:03:51, on (B)(6) 2019 at 19:51:14, on (B)(6) 2019 at 00:39:11 and at 00:39:44, and on (B)(6) 2019 at 21:16:22. The controller was without power for 8 minutes and 50 seconds, 34 seconds, 24 seconds, a maximum of 57 seconds, and 11 seconds respectively. There was no data recorded prior to the controller power up on (B)(6) 2019 indicating that the controller was not in use, and the loss of power was most likely due to the controller exchange. No anomalies were observed leading up to the losses of power on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. As a result, the reported losses of power to the controller event was confirmed, however, the absence of ¿no power¿ alarm event could not be confirmed. Possible root cause of losses of power to the controller can be attributed to the reported disconnection of both power sources from the controller, as described in the event details, and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately two weeks later the controller unexpectedly lost power on two other occasions. However, no alarm was heard. A few days later, the patient also accidentally disconnected both power sources from the controller. The controller was exchanged.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected power loss on two separate occasion. The controller remains in use. No patient complications have been reported as a result of this event.